Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. The device was stress tested and external evaluation observed damage not consistent with normal wear and tear, and internal inspection observed a dislodged ECG shield. The device successfully passed all required bench testing.the device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement at the time of the reported malfunction.